Event description:
It was reported that: a foreign body thought to be a plastic sheath of a stylet used during intubation was present in the right main bronchus. The foreign body was removed by rigid bronchoscopy.

Manufacturer narrative:
The stylet used is thought to be manufactured by covidien; however, the model, size and lot are unknown. No analysis or conclusions can be drawn. If the stylet that was used is returned for failure investigation and results provide significant info, a follow-up report will be submitted.